Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection with naked eye noted a damage on the main body. There was evidence of an unknown cleaning substance beneath the twist sleeve on the provided video. The cause of the condition was foreign solvents, dye or cleaning agents exposed to the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken at the main body and the twist sleeve. This was further described as the ¿transfer set was stuck as solution cannot fill in and out during the exchange¿ at the hospital. The nurse flushed the transfer set and tried to adjust until the fluid flow was better. Subsequently, the home patient found the transfer set to be stuck again and reported this to the nurse. As a result, the patient¿s transfer set was replaced and the patient was given unspecified antibiotics as prophylactic treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.